Event description:
The reporter noted: the doctor stated the patient had an egr procedure on 02/04/2012 and another egr procedure on (B)(6) 2012. On (B)(6) 2012, the patient reported "discomfort in the calf region." The doctor believed this was neuritis and provided the patient a cortisone injection which "relieved the patient's discomfort." There were no additional documented problems after the procedure on (B)(6) 2012.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.